Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. It was noted that this rv lead exhibited high pacing threshold and loss of capture as the asystole was greater than two seconds. Further information was obtained indicating that dislodgement was confirmed through x-ray. It was also reported that he patient was experiencing dizziness. Hence, this rv lead was explanted. No additional adverse patient effects were reported.